Event description:
It was reported to philips that the c-arm movement was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that restarting the system did not resolve the issue at the time of the event. The procedure was cancelled and rescheduled for another time as a result. No harm to the patient or user was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event log identified a motor assembly error, indicating an axis motor drive unit (amc) fault in the c-arm. The fse replaced the amc triple servo drive. After the amc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.